Event description:
It was reported that the device had a faulty connector and the pressure wave varied when the cable was flexed. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing discovered that the transducer was opened and found to have intermittent connection at the sensor connection as well which would jump between ~702 (out of specification) ohms and 606 (within specification) ohms with force applied to the sensor. Visual inspection under 10x magnification confirmed hole in diaphragm. The service history review had no indication that the complaint was related to a service of the device within the review period.